Manufacturer narrative:
(B)(4):the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A ship history was completed that returned no devices shipped to the account one year prior to the aware date; therefore, it is not possible to complete a lost history review. The device was returned to the factory for investigation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The c-ring scope wash tube was transected in half, but remained attached to the cannula due to the presence of the retention rib. The cut was observed under microscopy. Melting of the tube was observed in the area of the cut. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. The most probable cause is engagement of the scope wash tube with the jaws on the cautery tool prior to activation of the device. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.